Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the passage of a PICC catheter on (B)(6) 2021, it was observed that the product presents a hole and leakage. Additional information received 3/22/2022: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal) after inserting the catheter inside the dilator, a flow and reflux test was performed where we noticed the return of saline, the catheter was removed and a new salinization was carried out. Was there any patient harm reported? No, problem detected before insertion, being replaced by another catheter. Was medical intervention needed, or did the patient have symptoms related to fluid leak? No. What was the drug infusion when the leak was discovered? None. Was there exposure of blood/chemotherapy drugs to mucous/skin? If so, were pep actions taken? No. Was the catheter hole internal to the patient or external? Was there embolism? Internal, but noticed during the procedure when changing the device. How was the issue solved? Was the catheter removed? Was a new catheter placed? (If so, was it needed to inject more drugs, anesthesia, or was there a delay of over 20 minutes in procedure? The device was replaced. Was a catheter securement utilized? If so, of what kind? No.

Event description:
It was reported during the passage of a PICC catheter on (B)(6) 2021, it was observed that the product presents a hole and leakage. Additional information received: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal) after inserting the catheter inside the dilator, a flow and reflux test was performed where we noticed the return of saline, the catheter was removed and a new salinization was carried out. Was there any patient harm reported? No, problem detected before insertion, being replaced by another catheter. Was medical intervention needed, or did the patient have symptoms related to fluid leak? No. What was the drug infusion when the leak was discovered? None. Was there exposure of blood/chemotherapy drugs to mucous/skin? If so, were pep actions taken? No. Was the catheter hole internal to the patient or external? Was there embolism? Internal, but noticed during the procedure when changing the device. How was the issue solved? Was the catheter removed? Was a new catheter placed? (If so, was it needed to inject more drugs, anesthesia, or was there a delay of over 20 minutes in procedure? The device was replaced. Was a catheter securement utilized? If so, of what kind? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a single lumen groshong catheter. The depicted sample had an inlaid stylet. The sample was being flushed through the stylet luer adapter. Multiple spraying leaks were observed approximately 10-15cm distal of the flushing connector. Several leaks were evident in the submitted video; however, inspection of the video was insufficient to identify the cause of the leaks. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage occurring during stylet manipulation and contact with a traumatic instrument.